Manufacturer narrative:
A getinge representative has reported that the reported issue was reproducible prior to repairs and the repairs are ongoing; however, the unit has been cleared for use and returned to the customer. We are seeking additional information and a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) leaks air, causing serious degradation of the pump performance. It has now reached 1798rpm (the manufacturer requires the pump speed to be lower than 2000rpm). There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The distributor's getinge trained field service engineer (fse) was dispatched to investigate. The fse was able to reproduce the reported issue. The fse suspected that the compressor may need to be replaced and further testing on the iabp's performance will continue in order to determine if the compressor will be replaced. The fse performed all functional testing which met factory specifications and the iabp unit was cleared for clinical use. It was noted that the customer is still able to use the iabp unit despite the reported issue. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had drive valve set is leaking, resulting in serious attenuation of pump performance, which has now reached 1798rpm (the manufacturer requires the pump speed to be lower than 2000rpm. Now a new drive valve set needs to be replaced, and a new scroll motor may need to be replaced in the future. There was no patient involvement and no patient harm reported. A getinge distributor was dispatched to the site to evaluate the unit he replaced the compressor, after the compressor replacement, the unit are working in good status. He performed all functional test and meet factory specification so the iabp was cleared for clinical use.

Event description:
N/a